Event description:
Budohoski kp, thakrar r, voronovich z, et al. Initial experience with pipeline embolization of intracranial pseudoaneurysms in pediatric patients. Journal of neurosurgery pediatrics. September 2022:1-9. Doi:10.3171/2022.7.peds22195 medtronic literature review found a report of patient complications in association with medtronic pipeline embolization devices. The purpose of this article was to present the experience using the pipeline embolization device (ped) for treating intracranial pseudoaneurysms in children. This single-center retrospective cohort study included pediatric patients with traumatic and iatrogenic injuries to the intracranial vasculature that were treated with the ped between 2015 and 2021. Six patients with a median age of 12 years (range 7¿16 years) underwent ped placement to treat intracranial pseudoaneurysms. All 6 pseudoaneurysms were successfully treated with ped deployment.  The article does not state any technical issues during use of the pipeline devices. The following intra- or post-procedural outcomes were noted: in 1 patient with an iatrogenic supraclinoid ica pseudoaneurysm, an early follow-up angiogram demonstrated growth of the aneurysm, necessitating a second ped placement. Follow-up angiograms obtained at 9 months, demonstrating complete resolution of the aneurysm. There is, however, non¿flow-limiting in-stent stenosis that required ongoing surveillance.

Manufacturer narrative:
Budohoski kp, thakrar r, voronovich z, et al. Initial experience with pipeline embolization of intracranial pseudoaneurysms in pediatric patients. Journal of neurosurgery pediatrics. September 2022:1-9. Doi:10.3171/2022.7.peds22195 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.